Event description:
Recently switched vendors for IV infusion pumps to baxter. All IV tubing from old vendor was dehp free. Baxter has limited IV tubing sets free from dehp. According to a baxter pharmacist, those sets without dehp under perform in regards to rate accuracy especially at rates below around 20 ml/hr and above 125ml/hr. They also reported that this performance diminishes even more after 4 hours of use. This information makes it difficult to use in the nicu and general med-surg/critical care population. This is related to the mechanism used in the baxter pump, utilizing the tubing itself and not a cassette, to control rate.dehp (di-2-etheylhexylphthalate) is a plasticizer added to pvc products to enhance softness and pliability. There has been concern for many years regarding the leaching of dehp into the blood and its harmful effects. Exposure to medical procedures with products containing dehp carries the greatest risk for male fetuses and infants. It is a serious concern for the development of the male reproductive tract. This concern is based on studies in rodents. Agencies such as the FDA and nih have recognized these conclusions. The FDA issued a public health notification to the medical community, and recommends that devices made of alternative materials, or pvc that does not contain dehp, be used in procedures that could result in exposure to relatively high levels of dehp in sensitive patients (i.e. Male neonates). They also emphasize that the risks of dehp exposure are far less than the risks of forgoing critical procedures.other concerns with dehp in IV tubing include drug leaching, possible carcinogenic, hepatotoxic effects, and possible increase in dvt risks.other hospitals that use this pump are utilizing multiple types of tubing sets in different areas specific for types of medications/ fluids/ patient populations. Elaborate lists are made for staff to determine which tubing to use in which circumstance.this seems confusing, difficult to manage, and even wasteful.